Event description:
It was reported that during a change out procedure the lead showed high impedance measurements. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that all conductors had blood/body fluid (not obstructed), the inner insulation was kinked buckled, the inner tubing was kinked buckled, the outer insulation had a white substance and cosmetic depression, the lead was stretched and visual analysis showed apparent explant damage.